Event description:
Ous MDR - after an implantation time of about 29 months, inappropriate shock deliveries were reported, according to the pt. The ICD could no longer be interrogated. Both devices were explanted. The date of implant was not provided.

Manufacturer narrative:
Ous MDR.